Manufacturer narrative:
The dentist reports that she used the product according to the manufacturer's instructions and removed any excess product. The pt experienced an immediate irritation that lasted through the next day and was given an anti-inflammatory medication. After two weeks of placement, the doctor claims that, the pt presents symptoms of chronic pulpitis and alleges possible pulpa-irritation as permanent damage. This allegation of serious injury is considered MDR reportable.

Event description:
In 2007, the dentist informed MFR that while using maxcem to place a dental prosthesis, the pt experienced irritation and necrosis.